Event description:
Customer reported via phone call to have received a button error alarm and was not able to clear. Customer reports of receiving alarm a day after wearing insulin pump in bra. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
All buttons functioned properly, however moisture damage was found on keypad traces. No button error alarm noted during testing. The insulin pump received with minor scratched display window, cracked at display window corner, cracked reservoir tube lip, cracked pump belt clip slot and missing endcap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.